Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to previous surgery of a bypass in the femoral artery, it seems that they touched the balloon and perforated it, for this reason he had losses in the sphincter, so it was not a problem of the aus. The device has been implanted for 6 years. After the replacement, when reviewing the device a leak in the balloon was identified, which was very close to the bypass that was performed.